Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any defects associated with the reported condition. The device was gravity tested and a leak was noted at the vented hole at the end of the millipore filter. The reported condition was verified. The cause of the condition was reported to be a defect in the filter material. A CAPA was opened to address this issue. As part of the containment action the filters are now leak tested during incoming inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the filter. This occurred during priming. There was no patient involvement. No additional information is available.